Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off end cap, minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and the lcd screen was bleeding.

Event description:
Customer's father called to report physical damage to the insulin pump when it was dropped in gym class. Blood glucose reading was 177 mg/dl. The back of the insulin pump had fallen off, the case was broken and the display screen was cracked. Advised that the insulin pump will be replaced. Nothing further reported.